Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had report/data inaccuracy issue. A destock action was performed at the device to remove medications for return to the pharmacy department; however, the quantity in the device was not updated. This was identified when user performed an inventory count later, which caused a discrepancy. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.